Event description:
It was reported that when using the bd pyxis¿ es server nursing staff were seeing discrepancies in patient data on the medstations. Specifically, discharged patients were still appearing on the stations, while some current patients were not visible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. It was determined that the patients were not showing on the station. A technical support specialist (tss) connected to the database and ran cast for the provided patient, confirming no discharge message was received. Tss coordinated with the interface engineering support team (iest) to verify messages on care fusion coordination engine (cce) and restarted es messaging services when new messages were not crossing, after which message flow was confirmed as current. Unit configuration was reviewed with no auto discharge enabled, and the patient snapshot showed no discharge. Tss reviewing patient examples in cce and identified that were marked as discharged in the pyxis es server. Tss advised on manual re admission, but as it was beyond the allowed timeframe, guided the customer to send an a13 message. The interface team modified the latest a01 message to a13, which cleared the discharge date, and the customer confirmed the patients were successfully readmitted. The system functioned as intended after technical support specialist troubleshot the device.